Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was "high". A manual injection was administered to address bg. Reportedly, customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced a low bg of 51 mg/dl; cause was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.